Event description:
It was reported that during a procedure (see MFR report 3006630150-2022-06888), the physician used a non-boston scientific plasma blade to make an incision in the patients neck after which the remote control and clinician programmer would no longer communicate with the implantable pulse generator (ipg) intraoperatively. Therefore, the ipg was explanted and replaced. There were no patient complications postoperatively and the explanted ipg was retained by the medical facility.